Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 19:34:19. During night drain cycle five, the patient's ultrafiltration reading was 1280ml, indicating the home patient (hp) drained 1280ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1280 ml during therapy initiated on (B)(4) 2011 19:34, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. A review of the device's event log was performed for the therapy initiated (B)(4) 2011 19:34. With the fill volume (fv) = 2000 ml, the actual drain volume would need to exceed 3200 ml and the uf to exceed 1200 ml (2000 ml + 1200 ml = 3200 ml max drain volume). The drain volume during cycle five in the event log was 2736ml and there was a partial fill of fv=1454ml (1454 ml + 1280 ml = 2734 ml), which did not exceed the max drain volume of 3200ml. The actual drain volume of 2736 ml is 137% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.